Event description:
On (B)(6) 2013, this pt was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. Post-deployment angiogram during the procedure showed proximal type I endoleak and also a distal type I endoleak at the right common iliac artery. The physician decided not to treat the endoleak at that time; rather, the decision was made to address the endoleak a few days post operative. On (B)(6) 2013, the physician converted to open repair whereby the excluder devices were explanted and replaced with a vascular graft. The pt tolerate the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.